Manufacturer narrative:
One used device was received and evaluated. During disconnection from the primary tubing set, a small hair-line crack was observed on the male adapter of the option lok of the secondary tubing set which resulted in the sets leaking. The most probable cause was identified as a supplier issue. A supplier corrective action request was sent. The investigation remains in progress.

Manufacturer narrative:
Testing and investigation is complete. A multifunctional team evaluated the process of assembly of the commodity involved in the manufacturing room. The option lock male adapter with an air filter comes from the supplier. The tip of the option lock male adapter is covered by the air filter (hood) . During the manufacturing process the operator does not have to remove the hood cover to perform the assembly to the tubing, therefore the operator cannot detect or cause any defect on the commodity (option lock) during this process. A supplier corrective action request (scar) was requested from the supplier which indicated that no probable root cause could be determined. In addition, hospira has completed a formal investigation to address similar complaints due to spin collar option lock connection problems with other devices. Based upon the investigation result, hospira has identified that the root cause is related to the design. The spin collar option-lock "t" dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints recently received of broken male adapter. Additionally, a contributor factor could be excessive force applied during handling. Although no lot number was provided by the customer a review of 6 possible lot numbers sold to this customer found out of (B)(4), there were a total of (B)(4) complaints.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device leaked. It was reported that the leak occurred at the clave, above the cassette. This is not a reportable malfunction. However, during verification testing at the service center, a small hair-line crack was noted on the male adapter of the option lok of the secondary set.